Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. The pump will be replaced in order to resolve issue. There was no patient involvement, as the pump was being used for demonstration purposes only.